Event description:
Procedure: gastroplasty. According to the reporter: the trocar disassembled when it was introduced into patients cavity. No injury reported. No permanent damage. There was no bleeding over than 500 cc. It was not necessary blood transfusion. The surgical time was not extended. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the white ring for the trocar was disengaged. The trocar, cannula, circular seal was cut. And envelope seal appeared intact. The obturator was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged white ring for the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.